Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: dtba1d1, ICD; implant: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a device changeout procedure the high-voltage svc coil portion of the right ventricular (rv) lead was damaged and capped at that time. During the same procedure it was also discovered that the rv lead insulation showed abrasions on both the high-voltage (hv) and low-voltage portions of the lead. The lead abrasions were repaired and the lead remained in use. Post-procedure, the rv lead high-voltage impedance began to trend higher and eventually triggered an alert for high impedance. A fracture of the high-voltage conductor is suspected. Another intervention was conducted where the rv high-voltage portion of the lead was capped and replaced, while the low-voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.